Manufacturer narrative:
B6 relevant tests/laboratory data, inclu - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a hypoglycemic event, with the dexcom cgm showing a glucose reading of 49 mg/dl. This episode was associated with a seizure and loss of consciousness. The patient's family contacted emergency medical services, and upon arrival, paramedics performed a blood glucose (bg) meter check, which showed a reading of 160 mg/dl while the dexcom continued to display approximately 50 mg/dl, no information if these values were taken after treatment. The patient was transported to the hospital for further evaluation. At the hospital, another bg meter reading was obtained, showing 250 mg/dl, while the dexcom cgm still displayed a glucose level of approximately 50 mg/dl. The discrepancy between the cgm and bg meter readings was noted throughout the incident. The patient stayed less than 24 hours at the hospital. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.